Manufacturer narrative:
It was reported that during a maintenance activity, the camera stand (B)(6) was found damaged : the arm of the camera stand was loose, a screw was untightened, one of the axis was loose probably due to worn rings. During this maintenance, screws were retightened. The most probable root cause of this event is that an intensive use of the camera stand caused the screws to loose and the ring to wear out prematurely.

Event description:
A field service technician called medtech complaint handling team on 04-feb-2020 to tell that he found the camera stand of the device (B)(6) damaged (two joints of the camera were found too loose).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A field service technician called medtech complaint handling team on (B)(6) 2020 to tell that he found the camera stand of the device bs19036 damaged (two joints of the camera were found too loose).